Manufacturer narrative:
Additional information: h11: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had repeating upstream occlusion errors during an unspecified step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.